Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 30-aug-2025, the user reported an "occlusion alert". After confirming drops could be observed, the user was advised to call back if the alert reappeared. Later the same day, the user experienced another occlusion alert and, with assistance, completed a full supply change using a contact detach (cd) steel infusion set 6 mm 23 in. Insulin delivery resumed successfully. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.